Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer..

Event description:
The following was reported to davol by the patient's attorney via review of limited medical records: on (B)(6) 2012, patient was diagnosed with a rectal prolapse and underwent a laparoscopic presacral rectopexy with implant of a bard/ davol flat mesh. Per the op report "once the rectum was well mobilized, a polypropylene mesh was trimmed accordingly to size and placed into the peritoneal cavity. It was tacked in place against the presacral fascia with a secure strap stapler." The patient's attorney alleges the patient experienced unspecified adverse outcomes associated with use of the device.